Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the patient experienced an adhesive issue with the infusion set. They mentioned that the infusion set fell off during use. However, the patient declined to provide their blood glucose reading at the time of the event. The patient did not mention whether the cannula remained in their body. The infusion set had been in use for two days. Therefore, the patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02138 - device 1 of 6.